Event description:
It was reported that during a sleeve gastrectomy procedure, second firing, first green reload used. All three staple rows formed on the specimen side, however, only outermost row of staples formed on the patient side. Staples with open legs present. Staple line was oversewn. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.